Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. There was no reported impact to the customer's blood glucose level. The customer declined tandem technical support's offer to troubleshoot to determine where the occlusion was located. Reportedly, the customer had been using apidra insulin in the cartridge.